Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is possible that foreign objects such as detergent residue, hard water residue, finger grease, dust, lint, etc. Adhered to the electrical contacts of the video connector socket of the cv-190/video system center, which may not have produced images when using the 180 series scope. The 190 series scope is a type of scope that connects to the output socket of the clv-190, so it is possible that it worked properly. The events can be detected and prevented in accordance with the following sections of the instructions for use: "9.2 troubleshooting guide irregularity: description the endoscopic image does not appear on the monitor. Possible cause: the monitor is off. / the endoscope is not connected correctly. / the videoscope cable lucera elite is not connected correctly. / the monitor cable is not connected correctly. / a setting screen is displayed. / the color bar image has been displayed. / the output setting of the monitor is incorrect. / the brightness setting of the monitor is improper. / the synchronized signal setting of the monitor is improper. / foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts.¿ olympus will continue to monitor the field performance of this device.

Event description:
Additional information was supplied by the customer. There were no images with the 180 series scopes; however, the 190 series scope worked well. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed; unable to duplicate the issue with the unit not reading 180 scopes. The evaluations additional findings are as follows: unit does have a cosmetic issue with yellowing front panel but does not affect the fit, form, or function of the unit, power switch upgrade not needed according to upgrade matrix, and 3.01.00 upgrade needed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii video system center had no image. The issue was found during preparation for use. There were no reports of patient harm.